Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient¿s nurse stated the patient hypo-unaware and was taken to the emergency room on (B)(6) 2018 for hypoglycemia. It was indicated that the patient¿s bg meter was 24mg/dl and the cgm was displaying 80mg/dl. Further contact was made with the patient on (B)(6) 2018 and event details could not be provided by the patient as he did not remember what occurred at the time of event. At the time of further contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.